Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope received an e217 scope communication error. The event occurred during an unspecified diagnostic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image snowflake. A root cause could not be identified. Based on the results of the investigation, it is likely the image was snowy and error 217 occurred due to damage to the image sensor unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.